Manufacturer narrative:
(B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot s25070136, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the needles fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? --received information as following from sales rep via phone today. The needles did not fall into the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the needle broke when sewing in surgery. Changed another one to complete the surgery. The broken needle was retrieved shortly. The procedure was completed and no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with eight used needles. The product code vcp1771d is multistrand and should contains eight strands per packet. During the visual inspection of the returned sample, no issues related to needle breakage were observed. However, it was noted that the tip from the needle of the slot #4 was not completely formed, resulting in a missing point. In the remaining seven needles no anomalies could be observed. Based on the information currently available, a missing point was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Two open boxes containing fourteen (14) representative samples each and two open boxes containing twelve (12) and thirteen (13) unopened representative samples each (total: fifty-three (53) samples) were received for analysis. Product code vcp1771d. Upon initial inspection of the samples, no external damage was observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification, and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.